Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, ovarian cystectomy was done. Diagnostic results: on (B)(6) 2014, ultrasound scan vagina revealed bilateral pelvic cysts, with 1.5cm echolucant endometrial content. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ severe left pelvic pain") and salpingitis ("fallopian tubes, bilateral, with focally marked chronic salpingitis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included hysterectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the abdominal pain and salpingitis outcome was unknown. The reporter considered abdominal pain, pelvic pain and salpingitis to be related to essure. The reporter commented: on (B)(6) 2014, ovarian cystectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: bilateral placement of essure on (B)(6) 2014, ultrasound scan vagina revealed bilateral pelvic cysts, with 1.5cm echolucant endometrial content. Pelvic sonogram: thickened endometrial stripe with a questionable intrauterine gestational sac with an ega of 4weeks 5 days, by sac size. Correlation with serial serum beta hcg levels would be helpful. Complex left ovarian mass. This may represent an involuted complex cyst. Other etiologies, including an ectopic pregnancy cannot be excluded. Correlation with serial serum beta hcg levels would be helpful. Satisfactory bilateral ovarian vascular flow. (B)(6) 2014, surgical pathology report final diagnosis: fallopian tube· bilateral: fallopian tubes, bilateral, with focally marked chronic salpingitis and a small benign paratubal cyst. Clinical history: elective sterilization. Left ovarian cyst specimen(s): fallopian tube-bilateral. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tubes, bilateral, with focally marked chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: event fallopian tubes, bilateral, with focally marked chronic salpingitis added. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: new reporter was added, patient demographic details added, product indication and product start date updated, event added: she did not undergo essure confirmation test. Event outcome was added- pelvic pain was recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.